Manufacturer narrative:
On june 22, 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on july 6, 2021. Device evaluation summary: according to the information received, the patient experienced a rupture in a gel siltex mod-rnd 350cc breast implant. The product was returned to mentor for evaluation. Mentor conducted visual inspection. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 350cc breast implant was observed ruptured with a separate material measuring approximately 3.5 cm x 4.5 cm extended from posterior to anterior view. Additionally, siltex cracking wear was observed within this separate material the evaluation determined that the cause of the rupture was consistent with normal wear. Siltex cracking is defined as a material separation occurring in the texture layer and can eventually progress through the shell of texture devices. Siltex cracking is ultimately a result of high stress. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 350cc mentor memorygel breast implant experienced left sided rupture post procedure. As a result, patient has a planned explantation on (B)(6) 2021.